Event description:
It was reported that the patient experienced three infusion sets fell off during use due to adhesive issues event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.